Manufacturer narrative:
Additional information was received on (B)(4) 2015 indicating the event resulted in loss of cerebral target position, and therefore, met MDR reporting criteria. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of an anterior communicating artery aneurysm, it was reported that there was severe resistance in pushing the micrusphere coil (ssr10041020/c21773) into the prowler select lp es (606s155x/16050232). The microcatheter was replaced for a new microcatheter and the same coil was successfully implanted. A continuous flush had been maintained through the microcatheter and the microcatheter had not be re-shaped. The procedure was delayed 15 minutes due to the event, but there was no patient injury. The device was not available for analysis.

Manufacturer narrative:
Although it was initially reported that the device was not available for return, the device was returned for analysis on 02/10/2015. Complaint conclusion: during coil embolization of an anterior communicating artery aneurysm, it was reported that there was severe resistance when pushing the micrusphere coil (ssr10041020/c21773) into the prowler select lp es (606s155x/16050232). The microcatheter was replaced for a new microcatheter and the same coil was successfully implanted. A continuous flush had been maintained through the microcatheter, and the microcatheter had not be re-shaped. The procedure was delayed 15 minutes due to the event, but there was no patient injury. The device was not available for analysis. A non-sterile prowler select lpes was received coiled inside of a plastic bag. The microcatheter was inspected and no damages were noted on it. The ID from the microcatheter was measured and was found within specification. The received microcatheter was flushed using a lab sample syringe (nipro) and a 0.014¿ a guide wire lab sample was introduce into the microcatheter. The wire could pass through the microcatheter without difficulty. After that the received microcatheter was flushed again, and an orbit coil lab sample was introduce into the micro-catheter. The coil could pass through the microcatheter without any difficulty. A review of the manufacturing documentation associated with this lot 16050232 presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance was not confirmed during the functional test. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.